Manufacturer narrative:
(B)(6). PMA/510k info: k111860, k130470.

Event description:
It was reported that bd max¿ system, bd max¿ instrument had an unusual run full of cryptosporidium positive result. No injuries were reported. The following information was provided by the initial reporter: bd max run on newer max (ct2316) where they had a run full of cryptosporidium positive results on the enteric parasite panel. This was unusual.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results for cryptosporidium while running the enteric parasite panel assay. Customer states they observed a single run for which all samples were positive for cryptosporidium. Bd quality performed review of the customer instrument run files which revealed evidence of reader issue affecting the rox (585)-cryptosporidium signal. A bd field service (fse) was dispatched to the customer site where they performed installation of a new software script to correct the reader issue. This complaint is confirmed by bd quality and service. The root cause is due to a reader issue. An internal corrective and preventative action is open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of reader issues. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) and one additional work order was observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There is an open corrective and preventative action (CAPA) investigation related to this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument had an unusual run full of cryptosporidium positive result. No injuries were reported. The following information was provided by the initial reporter: bd max run on newer max (ct2316) where they had a run full of cryptosporidium positive results on the enteric parasite panel. This was unusual.